Event description:
It was reported that the guide wire was entangled with the balloon, the balloon cannot inflate, then the catheter was broken when withdrawing. No patient complications were reported. The return product shows that that catheter was broken at the guide wire lumen. The inflation test of the balloon part shows that the balloon can be inflated normally without leakage. Review the production process of the product, no abnormalities occurred. The rated burst pressure of the balloon met the acceptance criteria. The smoothness of the guide wire lumen was qualified, there was no abnormality in the insertion and withdrawal of the mandrel wire. The factory inspection data of this batch were all qualified. In conclusion, there was no product quality abnormality in the production and inspection process of this batch. The patient's target vessel was 80-89% stenosis, with moderate calcification, since the returned product test balloon can inflate normally, it is inferred that "the balloon cannot inflate" was related to the patient's lesion. The guide wire wound around the balloon, then the shaft of the balloon broke when withdrawing. It was evaluated that this event was probably related to the combined use of devices. Remark: the sales of foxtrot nc in the us market have not yet been lunched by now. This complaint has been handled and made adverse event reporting and evaluation according to local regulations. The product risk is under control.